Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. It was determined that the device temperature was above specification. It was determined that the device overheated because the ring with teeth was loose, the teflon seal was damaged and housing was knocked out. It was further determined that the device failed the following pre-tests: temperature assessment and noise verification assessment. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from (B)(6) that the battery hand piece device was noisy and overheated. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device manufacturer date was documented as unknown in the initial report. It has been updated as nov 17, 2000. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.